Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with sensor glucose reported as ¿high¿ and later 389 mg/dl with a downward trend after eating two sandwiches and a soda, and the user lacked a fingerstick meter to confirm. Symptoms included hyperglycemia without reported ketoacidosis or other clinical sequelae. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alerts or alarms during the event and no additional contributory device issues identified. It was concluded that the event involved hyperglycemia with an unclear cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.